Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the product promoted inflammation of the pelvic tissue and contributed to the formation of severe adverse reactions to the mesh.

Manufacturer narrative:
(B)(4). Based on additional information received, it has been determined that the product was manufactured at another facility; therefore, a report has been generated under manufacturing report # 9615742-2016-00052 (reference number: (B)(4)) to capture the change. No further information will be reported under this manufacturing report #.